Event description:
The patient was admitted for a procedure in 2008 with a lesion in the right coronary artery (rca). After stenting the distal lesion in the rca with a 2.25x13mm cypher select plus stent, a post-dilation balloon was used to expand the stent. It was noticed that the stent had moved proximal to the position of deployment. Using the crush technique, the stent was crushed and another cypher select plus stent was deployed in the correct position.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.